Event description:
It was reported that during procedure, the fiber broke off before insertion into the laser bridge. The fiber was removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.